Manufacturer narrative:
(B)(4).

Event description:
A painful ipg site due to cachectic state was reported. The device was explanted at the patient's request. Patient outcome was indicated as resolved without sequelae on (B)(6) 2010.